Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.